Event description:
This case concerns a 50-year-old female patient, with a history of spinal cord injury (flaccid paraplegia, sensory level at t6, intramedullary hematoma at t7¿t8) who uses peristeen transanal irrigation (tai) for constipation management. The patient has a relevant medical history of post-perforation colorectal surgery, use of laxatives, and prior dorsal-level surgery (2017, arterio-venous medullary syndrome). No detailed information is available regarding the initiation or training with peristeen tai. The duration of peristeen use is not specified, but the incident occurred several years after tai initiation. Prior to the event the patient experienced constipation and had received medical treatment (laxatives) for this. On (B)(6) 2025, while at home, the patient performed a tai procedure independently and experienced pain during balloon inflation. The bowel was not emptied after irrigation. Immediately following the procedure, the patient developed acute pain (pain score 8/10). Subsequent to the incident, the patient had multiple emergency visits for rectal bleeding and was admitted to the hospital on (B)(6) 2025 (17 days after the incident). Colonoscopy revealed an ulcerated cavity, likely iatrogenic, at the rectosigmoid junction, and a rectal perforation was confirmed. The patient underwent surgical intervention with colostomy and had a hospital stay of 31 days. The outcome was resolution of the acute event with surgery.

Event description:
This complaint concerns a female end user who uses coloplast peristeen plus irrigation system due to constipation. On (B)(6) 2025 during insertion and the first inflation, the end user began to feel immediate paid and abdominal contractions. She was admitted to the hospital on (B)(6) 2025 for 31 days due to bowel perforation. She underwent colostomy surgery and the perforation was resolved. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.